Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an alert due to therapy being programmed off. The patients clinic was made aware of this and the patient was advised to follow up with their clinic. Additional information was received which reported that therapy was programmed off due to previous oversensing and inappropriate shocks. The patient had a history of atrial fibrillation (af) and low amplitude measurements. Technical services (ts) discussed programming options. No additional adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.